Event description:
During deployment, the user states the device did not shock when the shock button was pressed. User is questioning device functionality. The pt did not survive.

Manufacturer narrative:
(B)(4). Product pending.